Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 12535854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included tubectomy (right) and multiparous. Concurrent conditions included ovarian cyst and follicular cyst of ovary. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced rash papular ("skin rashes/rashes or skin conditions/ bumps on arm") and abdominal distension ("gastrointestinal condition: bloating"). In november 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headache/migraines/headaches"), alopecia ("hair loss/hair loss"), headache ("migraines/headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorragia)") and menorrhagia ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingo oopherectomy, exploratory laparotomy (left), hysterectomy partial). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, alopecia, rash papular, vaginal haemorrhage, menorrhagia, abdominal distension, headache and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash papular, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Essure did not worsened a previously existing injury/condition. She had no complications from essure removal procedure. Patient's injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 12535854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included tubectomy (right) and multiparous. Concurrent conditions included ovarian cyst and follicular cyst of ovary. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headache/migraines/headaches"), alopecia ("hair loss/hair loss"), rash ("skin rashes/rashes or skin conditions"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorragia)"), menorrhagia ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal condition: bloating"), headache ("migraines/headaches") and weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingo oopherectomy, exploratory laparotomy (left), hysterectomy partial). Essure was removed on 6-jan-2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, alopecia, rash, vaginal haemorrhage, menorrhagia, abdominal distension, headache and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.982 kgs. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), gastrointestinal condition: bloating, headaches, weight gain, patient did not underwent essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), alopecia ("hair loss"), rash ("skin rashes") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, alopecia, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.